Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Per the legal manufacturer, a b30 error occurs when the communication for transmitting the scope side data to the cv side at the time of scope connection cannot be completed normally. A conclusive root cause could not be determined. However, the legal manufacturer determined the likely cause was contamination or water droplets adhering to the scope connector contacts inhibiting communication and resulting in the b30 error.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus a scope communication error was being received on device. There was no patient injury reported.